Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, rotated heart, on a patient with two previous coronary artery bypass grafts (CABG), and an irregular shaped esophagus. A steerable guide catheter (sgc) and a mitraclip xtw were inserted. However, difficulties visualizing the sgc and the clip occurred. The sgc and clip straddle was achieved but never was able to steer the device over the valve. Therefore, a decision was made to discontinue the procedure. However, while removing the sgc to right atrium, the patient became hypotensive, and a pericardial effusion was observed on an echocardiogram. To treat the pericardial effusion, a pericardiocentesis was successfully performed and the patient was reported to be stable. The devices were removed, and the procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the positioning failure appears to be related to a combination of procedural conditions (due to poor imaging and visualization of sgc and clip) and challenging anatomy (rotated heart, two previous coronary artery bypass grafts (CABG), and an irregular shaped esophagus). The reported poor image resolution was likely due to patient's anatomy. The reported patient effect of hypotension and pericardial effusion could not be determined. Hypotension and pericardial effusion are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.